Manufacturer narrative:
Our investigation into the complaint has now concluded. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. No clinically relevant documentation or product sample was provided, therefore a thorough medical investigation could not be performed. It is reportedly unknown how long the product was in use with the duoderm prior to the onset of symptoms which resolved after topical steroidal cream. If further information is received then this complaint may be reopened. All product complaints will continue to be tracked and trended to detect any recurring issues and if needed, additional corrective action(s) will be initiated at that time.

Manufacturer narrative:
We have now concluded our investigation into this complaint. A device history record review was carried out for the lot number supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue. Visual inspection of returned sample shows no abnormalities. No clinically relevant documentation or product sample was provided, therefore a thorough medical investigation could not be performed. It is reportedly unknown how long the product was in use with the duoderm prior to the onset of symptoms which resolved after topical steroidal cream. No further medical assessment is warranted at this time. No issues were identified in the information for use leaflet provided with the product. Unfortunately, we have been unable to determine a root cause in this instance. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
Patient on renasys pump with black foam dressing to treat dehisced abdominal wound. Nurse noted patient's surrounding skin under the opsite was blistered and red suspecting an allergic reaction to the opsite film used from kit to seal dressing. Dressing removed and steroid cream recommended by tvn, now cleared up.